Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient said they were having terrible back pain right where their implant was. Patient said the pain started on saturday and then went away but then started again today. Patient mentioned that they had a bad back and could barely stand up or move. Patient was icing their back. The issue was not resolved through troubleshooting. Reviewed option for turning ins off, patient said they were in too much pain to do that right now and weren't sure they remembered how to use equipment. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2025-mar-05. They called back and mentioned a continuation of what had been previously reported: the patient stated they had "this back pain," and they had a bad back to begin with, but this pain they were having now was near where their implant was and it was going into their hip bone. The patient stated it seemed to start after they would do a lot of ac tivity but they stated they hadn't done much activity today and it was already hurting a little. The patient stated they didn't think it was related to their implant but they'd called their managing healthcare provider (hcp) about it and the hcp's office said they wanted them to come in to the office to check the implanted system. The patient stated they were surprised they wanted them to come in but noted they had an appointment at (B)(6) in less than two weeks ((B)(6) 2025) to see their hcp. The patient stated they hadn't seen the hcp in four years. Additional information was received from the patient on (B)(6) 2025. They called back and repeated therapy issues. The patient said they saw their managing physician who reprogrammed their system to a different program. The patient said their [device] should help with bowel as well. The patient said last night they received an urge to void when water was running, however, when they went to a different room the urge stopped. The patient stated they felt stimulation more so in the bladder area and confirmed it was comfortable. The patient requested information about programs, and the information was reviewed. The patient also mentioned they had a rectal prolapse and they were going to a colorectal specialist. The patient stated they didn't know if the specialist knew about the implant. The patient was provided with the manufacturer's contact information so they could give it to their healthcare provider (hcp). Additional information was received from the patient (B)(6) 2025. The patient stated it was unknown if the back pain was caused by or related to the device/therapy/implant procedure, but probably not. The patient stated the doctor couldn't see anything wrong. The patient stated the cause of the pain seeming to start after doing a lot of activity was not determined, and they had no idea about a likely cause. The patient stated they moved a cat litter box and questioned why only one side of their back would have pain. The patient stated they went to their (B)(6) doctor for a check on (B)(6) 2025. The patient indicated it was unknown if the issue was resolved. However, the patient then stated the pain had been gone almost two weeks. Additional information was received from the healthcare provider (hcp) on 2025-apr-14. When asked if the device/therapy/procedure was causal or contributory with respect to the patient's rectal prolapse, the hcp stated yes, the patient experienced prolapsing, hemorrhoids with ambulation of bowel movements, and fecal incontinence. When asked if there was any device- or therapy-related intervention necessary with respect to the patient's rectal prolapse, the hcp stated yes, the patient had an endoscopy and pelvic floor physical therapy (pfpt). The patient's outcome was improved understanding of their condition, aide self-management, and bladder training to improve control.

Manufacturer narrative:
H6: corrected to add a0904. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.